Event description:
The patient/layperson alleged that her onetouch ultralink meter prompted an error message "about three months" earlier when she first received the meter. The patient could not recall the error number. The patient alleged that after the reported issue began, she felt "upset, stress, with insides feeling clenched." The patient received no medical intervention. Customer service was either unable to resolve the issue or unable to have an opportunity to troubleshoot. Customer service replaced the products. Because the patient's symptoms were not associated with severe hyper or hypoglycemia and no medical intervention was given, there is no evidence the product contributed to a serious injury. Since the issue reportedly could not be resolved, the complaint is classified as a malfunction.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.